Manufacturer narrative:
B4:19aug2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty touchscreen . When the part is returned the case will be re-opened and an investigation will be conducted at the component level.

Event description:
It was reported to philips that the device's touchscreen was not responding. The device was not in clinical use at the time of the event. There was no report of patient or user harm.